Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement; reason for revision; pain and discomfort, diagnosed as a femoral nerve palsy patient complaining of pain and discomfort. Symptoms consistent with femoral nerve palsy. Investigations (MRI) and second opinion consulted. Radiologist opinion and various orthopaedic opinion suggest an acetabular cancellous bone screw despite being only 25mm long may have perforated the boney pelvic wall and caused irritation of the femoral nerve. This was purely a suspicion based on collective opinion as a potential possible cause. The patient is very small in stature and has dysplasia of the hip. (Acetabular component only 44mm). The patient's hip when reduced resulted in a leg lengthening of over one cm to correct the shortening of the affected leg associated with the dysplasia of the hip. The polyethylene liner was removed and the screw removed without incident. The liner was then replaced with an identical new 28mm neutral 44mm polyethylene pinnacle acetabular liner. The ceramic femoral head remained insitu on the corail femoral stem during the liner removal, screw removal, and liner replacement. The hip was then reduced and clinical stability was achieved with a range of motion prior to wound and soft tissue closure. Relevant patient pre-existing conditions/ comorbidities; developmental dysplastic hip.